Event description:
Caller (customer's mother) reported that customer's adc meter had a fast draining battery, therefore he was unable to test his blood glucose level for almost 3 weeks and "she would guess at how much insulin to give her son, based on how he looked". Caller further reported that on (B)(6) 2012 customer was unable to obtain his blood glucose reading and as a result experienced symptoms that were described as "hyper activity, headache and blurred vision". There was no self-treatment reported and caller stated that on the same day customer "went into the hospital for his regular check up". It was further reported that at a local health care facility hcp diagnosed customer with hyperglycemia (unspecified "high" reading was obtained on unknown hcp meter), customer was admitted to a hospital and treated with "(unknown) antibiotic for infection, 5 units of levemir and homolog". Caller also reported that customer was hospitalized from (B)(6) 2012. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: customer's date of birth is unknown. (B)(4).

Manufacturer narrative:
The reported meter was returned and an investigation was performed. A fast draining battery was observed. Further investigation of the returned product determined the cause to be isolated to the capacitor. Upon review of the meter's memory log, during investigation, the customer's last blood glucose reading of 107 mg/dl was on (B)(4) 2011 which is prior to the reported medical event ((B)(4), 2012). Therefore, it appears the customer was not dependent on receiving blood glucose readings from this meter to manage their diabetes. Although glucose results may be delayed, blood glucose could be determined by alternate mean, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility.